Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had surgery to remove a pineal cyst and developed hydrocephalus as a result. The patient was implanted with their device on (B)(6) 2018; however, the patient had a reaction to the device. The patient complained of irritation with the catheter and abdominal pain. The device was explanted on (B)(6) 2018 and was replaced with another device. The physician took a biopsy of the abdominal wall and sent it to pathology on the day of the extraction.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for pressure-flow testing. However, the valve did not meet the requirements for reflux, and pre-implantation testing. There was debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's current status was okay.